Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that pc is defective, it won't start at all. Fse did the troubleshooting and confirmed that the cause of the issue was power supply unit (psu) in the old computer. To resolve the issue fse swapped computers and reinstall sw. But the issue was persisted then, fse swapped the psu between the 2 computers. After swapping the psu between 2 computers the issue got resolved. System returned to use in good working order. The codes were updated based on the investigation outcome.